Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Cooling fan rpm not showing. Verified connections. The fse replaced the cpu pcba with customer to resolve the issue. Cooling fan rpm displayed after repair. No further errors were found. All tests passed per service manual requirements.

Event description:
The customer called into technical support (ts) reporting fan error and has questions about software input. The customer reported there was no patient involvement at the time the issue was discovered.